Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and subsequently, it was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose was 286 mg/dl.